Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-50. Serial number: (B)(6). Batch/lot number:5006709. Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI): (B)(4). Number/catalog number: sc-2318-50. Serial number: (B)(6). Batch/lot number: 5004914. Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 38078651. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient developed a lump at the battery implant site, resulting in significant pain. The patient also reported a lack of pain relief from the spinal cord stimulator (scs) system. The patient underwent scs explant procedure. All explanted device components were not returned as no bsn representative was present during explant procedure.